Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke 5 mm from the incision/cut line and 5 mm from the needle holder during the first suture of the uterus and fell into the patient. The surgeon expanded the incision to find the broken needle. The patient acquired an extended scar in the uterus, and the surgeon opines, with a possible 3rd pregnancy, she should have a caesarean section. No additional information is available at this time.